Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) board and battery to address the reported problem. Failure analysis on the returned power management (pm) board shows that the shorted l2 and c31 burnt damage on the power management pcba prevented the ventilator to power on. The u1 internal short created the burnt trace, c2 and d4 damage.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down. It is unknown if the unit alarmed. The customer reported that the unit was in use on patient, but there was no patient harm reported.